Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 65-199mg/dl fasting. Verified the strips expire 08/13/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test lo and lo. Reviewed meter memory: 1:lo (B)(6) 2015 05:05:00 pm fasting:yes, 2:lo (B)(6) 2015 05:06:00 pm fasting:no, 3:lo (B)(6) 2015 05:08:00 pm fasting:yes.